Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined. The stapler instrument and reloads were discarded by the site and are not available for evaluation. If additional information is received, a follow-up MDR will be submitted. The system logs for the event date of (B)(6) 2021 were not available for review as of the time of this report. Images provided by the customer was reviewed by the isi clinical development engineering (cde) team and the following findings were obtained: the first image shows a staple line that is starting to ooze a bit along its length. The resolution of the images are not clear enough to make any determination about the integrity of the staple line. The surgeon starts to apply metal clips along the transected tissue, which continues in the third and fourth images. Bleeding continues to occur as the images progress. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon observed blood oozing from the staple line after firing green sureform 60 stapler reloads with a sureform 60 stapler instrument. The surgeon applied clips to stop the oozing of blood on the staple line. The site is unable to confirm if there were any retained staples in the stapler reloads as the reloads were discarded. The cause of the intra-operative complication cannot be determined. Note: refer to MDR with patient identifier #(B)(6) for information regarding the blue sureform 60 stapler reload involved with the reported event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon fired a sureform 60 stapler instrument with green sureform stapler 60 reloads and then a blue sureform stapler 60 reload. Oozing of blood from the staple line was observed. Metal clips were applied on the staple line to stop the oozing. This caused a procedure delay. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the site is unable to confirm how many green stapler reloads were fired but confirmed that there was only 1 blue stapler reload used. The surgeon picked the stapler reloads based on the tissue thickness. There was no allegation of a malfunction of the sureform 60 stapler instrument or reloads used. There were no errors, clamping, firing or unclamping issues seen. The site indicated that there were no holes or missing staples identified on the staple line. The site was unable to confirm if there were any retained staples in the stapler reloads fired. According to the surgeon, all the stapler fires by the sureform 60 stapler instrument had oozing. There was no obstruction encountered between the jaws of the stapler instrument. The target tissue was stomach tissue and there was no calcification, prior exposure to chemotherapy or radiation, tissue tension, or tissue bunching. The patient did not encounter any post-operative complications. The stapler instrument and the reloads were all discarded. Patient demographic information was enquired but not provided.